Event description:
Pt was approx (B)(6) old white female undergoing tonsillectomy and adenoidectomy. Burn occurred approx 5 mm in length on skin, right side of mouth, approx 1.5 cm below lip following contact of skin to device during use. Physician treated burn with silver nitrate and commented that there is 50% chance it will heal without a scar.

Manufacturer narrative:
The facility did not retain the device and could not provide a lot number for the tna device. Therefore, the MFR could not conduct an investigation of the device or the lot history record. Should add'l info become available, the MFR will file a f/u report.